Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7300tfx 29mm valve, with implant duration of three (3) years and four (4) months, underwent a valve-in-valve procedure due to mitral regurgitation. A tmvr was successfully performed with a 9600tfx 29mm valve. The device was easily crossed through the pre-existing prosthesis. There were good hemodynamic results on echo. The patient tolerated the procedure well and was discharged home in stable condition on pod #1.